Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home; she was found in her bedroom. The caller did not know the exact date of death. The caller stated that they were unsure of the cause of death; they think it was pancreatitis and gastroparesis. The caller stated that the customer was constantly in and out of hospitals and, from last year, her condition continually got worst; multiple diagnoses and tests. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer was not wearing the insulin pump at the time of death. The caller stated that per (B)(6) the insulin pump was removed by the customer and the caller thinks that it might have been removed due to low blood glucose. The caller was unsure how long prior to death the insulin pump was disconnected. The customer was not using sensors. The caller declined returning the customer's insulin pump.